Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact on the customer¿s blood glucose level. Technical support advised the customer to contact them when the issue was occurring, and the customer understood these instructions.